Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device after a carotid stenting interventional procedure. Reportedly, when depressing the plunger the collar would not meet the body of the device. Increased pressure on the plunger did not push the collar against the body of the device. The plunger was removed and the device had deployed the suture. Hemostasis was achieved using the sutures of the perclose proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The technician is reportedly in-training in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Estimated age, patient reported to be over 62. Patient reported to be of average weight.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of the plunger collar not meeting the device body was not confirmed. The analysis of the returned device revealed that both cuffs were still attached to the link and respective needle tips. This is indicative of successful needle deployment and suture retrieval. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.